Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 6, 2026. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). D9 (device not available for evaluation). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 4114, 4210, 4307). The affected sample was not returned for evaluation; however, a video of the incident was provided. The video was reviewed and confirmed that the transparent bubbles had been flowing out from the gas outlet port side of the oxygenator. Without the returned sample, a thorough investigation could not be performed. However, based on the provided video, it is possible that the blood properties changed due to some factor, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This caused the fiber to become hydrophilic, leading to plasma leakage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information indicates that the event occurred during cardiopulmonary bypass.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Event description:
The user facility reported to terumo cardiovascular that a blood to gas phase rupture/failure occurred; that resulted in an emergency oxygenator changed out. It is unknown when this event occurred, whether there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.